Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratch on the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they can read the screen, but sometimes it was difficult to read. Customer states they received failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No failed battery test alarms, missing segments noted during testing. Device functioning properly. Device received with cracked retainer.